Manufacturer narrative:
Patient claims allergic rxn. Unable to duplicate this rxn with device in laboratory testing.

Event description:
Took sitzmarks capsule on sunday, jan 24th; monday had a rash on chest and right hip. Started using benadryl lotion and capsules. Rash continued to appear moving around groin area; presented more on the right side than on the left. Waited 5 days and went in for x-ray (sitzmarks protocol). All markers present and high in bowel. After 5 more days, 13 markers left. A defecography test was ordered and more barium administered. Rashes got worse; nausea and headache. Surgeons office suggested sennokot and stool softeners to flush products out of system. Will follow-up with surgeon friday, feb 26th. When asked if a physician had been seen since onset of the rash and symptoms, pt was evasive and unclear. When pt made initial contact with customer service at (B) (4) pharmaceuticals, she was sent a listing of all ingredients in the sitzmarks device.